Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out for normal eri, high thresholds were observed. When lead was attached to the system analyzer, the threshold was normal. Lead will be monitored.